Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an error occurred during irradiation, causing the laser to stop within in an unknown patient's eye. Continuous curvilinear capsulorhexis was terminated and surgery was switched to manual during cataract surgery.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the an error occurred during irradiation and the laser stopped in the unknown patient's eye and the continuous curvilinear capsulorhexis was terminated so the operation was switched to manual during surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).